Event description:
It was reported the percutaneous endoscopic gastrostomy (peg) tube bumper end was not on the peg tube when it was removed. The bumper end was retained in the patient's stomach. It was noted the patient should undergo gastroscopy for surgery for removal of the peg bumper. Additional information has been requested but has not been provided.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 24-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).